Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products:: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 10-dec-2018. (B)(4). Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial or lot#: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 28-may-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 10-jul-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 20-nov-2018 (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2020 / serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 14-jan-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2020 / serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 14-jan-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 12-nov-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, due to patient error, the ventricular assist device (vad) stopped, two controllers exhibited unexpected power losses, four batteries exhibited power disconnects and one battery exhibited a critical battery alarm. The vad, controllers and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) ventricular assist device (vad), two (2) controllers ((B)(6) , (B)(6) ) and five (5) batteries ((B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) ) were not returned for evaluation. Log file analysis revealed that the controllers contain a feature that record whether a power source experienced a communication error or a disconnection within each 15-minute interval. Controller log files pertaining to (B)(6) and (B)(6) revealed multiple vad stopped, vad disconnect, and power disconnect alarms were logged on (B)(6) 2020. Log files pertaining to (B)(6) revealed that this event was initiated by a controller power up event on (B)(6) 2020 at 20:09:38. The data point prior to the loss of power revealed that no power source was connected to power port one (1) and a battery was connected to power port two (2) with 50% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and the first battery was connected to power port two (2). No anomalies were recorded leading up to the loss of power the controller was without power for 16 seconds. A vad stop alarm was logged at 20:10:19 following the controller power up event indicating that the pump failed to restart after multiple attempts. This was followed by multiple controller power up events and vad disconnect alarms likely due to troubleshooting of the controller (B)(6). Analysis of the alarm file pertaining to (B)(6) also revealed multiple additional vad stopped alarms were logged on (B)(6) 2020, indicating that the pump failed to restart after multiple attempts. Controller log files pertaining to (B)(6) revealed multiple controller power up events without motor starts were logged on (B)(6) 2020 between 20:24:04 and 20:52:05. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2019. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the controller power up events; the first data point was logged at 20:49:46 on 26-jan-2020, indicating that the power up events without motor starts occurred during a controller exchange. Analysis of the alarm log pertaining to (B)(6) revealed two (2) vad disconnect alarms were logged at 20:24:10 and 20:48:58, indicative of a physical disconnection of the driveline from the controller. Log files pertaining to (B)(6) revealed that a controller power up event on (B)(6) 2020 at 20:53:34. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 94% rsoc and a different battery 052 was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that the first battery was connected to power port one (1) and the second battery was connected to power port two (2). Prior to the loss of power, a safety alert word ( saw) value was recorded indicating an overcurrent alert. The controller was without power for 41 seconds. A vad stop alarm was logged at 20:54:42 following the controller power up event indicating that the pump failed to restart after multiple attempts. This was f ollowed by multiple controller power up events and vad disconnect alarms likely due to troubleshooting of the controller (B)(6) . Analysis of the alarm file pertaining to (B)(6) also revealed multiple additional vad stopped alarms were logged on (B)(6) 2020, indicating that the pump failed to restart after multiple attempts. Furthermore, analysis of the alarm log files pertaining to (B)(6) and (B)(6) revealed several power disconnect alarms were logged on (B)(6) 2020 involving (B)(6) , (B)(6) , (B)(6) , and (B)(6) . During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event logs recorded a high-power consumption during attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log these events as power disconnect alarms. In addition, a review of the alarm log file pertaining to (B)(6) revealed a critical battery alarm was logged on (B)(6) 2020 involving (B)(6) . The critical battery alarm was the result of the patient connecting a battery, below 10% rsoc to the controller. The battery was disconnected after 4 seconds as an appropriate response to the critical battery alarm. As a result, the reported events were confirmed. A possible root cause of the reported critical battery alarm can be attributed to a battery below 10% rsoc was connected to the controller. A possible root cause of the reported power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power sources. A possible root cause of the losses of power can be attributed to a disconnection of both power sources as described in the event details. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting and/or a controller exchange. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted under an internal investigation, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 3010, 4310 d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213. H6: FDA conclusion code(s): 19, 4310 d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial#: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.